Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to syncope. Boston scientific technical services (ts) reviewed electrogram (egm) and noted small amplitude but appeared to be ventricular tachycardia (vt). The field representative increased the gain on the electrogram (egm) and noted the atrial rhythm was fast and then the ventricular rate increased, thus indicating a dual arrhythmia. The implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the vt and the rhythm accelerated into the ventricular fibrillation (vf) zone. A shock was delivered, which slowed the rhythm. A second shock was delivered and converted the vf. The ICD remains in service and no additional adverse patient effects were reported.